Event description:
It was reported that low impedance had been observed on the right ventricular lead. The lead was capped and replaced. The patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.